Event description:
The customer reported that he accidentally delivered 30.6 units of insulin. The customer ran a manual prime instead of a fixed prime. The customer's blood glucose levels went from 300 to 239 mg/dl in 15 minutes. Advised the customer to eat something immediately, but the customer stated that the paramedics were already on their way. The customer did not want to remain on the phone. He only wanted to report the incident. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.